Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening on the radius side assessed as unidentified (tear) opening . Shell thickness within specification). Additional observations. ¿ crease flat observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.